Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, assisted in completing the reset, and confirmed that the malfunction code did not recur after resetting. The call ended after the reset and further attempts to reach the customer were unsuccessful.